Event description:
It was reported that the insulin pump has cracks near the display. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump received with cracked display window, cracked display window corners, cracked reservoir tube lip. (B)(4).